Event description:
The reporter stated that the surgeon was inserting an aspheric three piece silicone lens model aq2015a and the lens tore. The surgeon removed & replaced the lens without enlarging the incision or suture required, no patient injury. The cartridge used in loading the lens is not recommended for use with this lens.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens optic is torn off in half. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.